Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047-2021-09043. Omsc confirmed that the aware date of the event that error b32 (scope data error) and b30 (scope communication error) occurred is nov 29, 2021. Therefore, omsc corrects the g3 (date received by manufacturer) of the previous supplemental report from "nov 18, 2021" to "nov 29, 2021".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. During the inspection of the device, olympus found that error b32 (scope deta error) and b30 (scope communication error) were displayed due to the failure of the inner circuit board. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined at this time. Omsc surmised that this phenomenon attributed to a failure of the ccd unit, the inner circuit board of connector, or video system center. If additional information becomes available, this report will be supplemented.

Event description:
The user found that error b32 (scope data error) was displayed and the endoscopic image was not displayed due to damage to the board of the video connector. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.